Event description:
A 3.5 mm diameter x 15 mm length nc sprinter rx dilatation balloon catheter was inserted into a patient for the treatment of a left subclavian artery. The vessel morphology was reported to be non-tortuous with severe calcification and 100% stenosis. It was reported that the balloon was inflated to 18 atmospheres for 10 seconds when the balloon burst and lost pressure rapidly. The physician pulled back the balloon catheter; however, 35-40 cm of the catheter remained in the patient. A second balloon catheter was inserted which was used to remove the portion of catheter successfully from the patient. The lesion was successfully treated with another manufacturer's balloon and complete se stents. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the device and its analysis is pending.

Manufacturer narrative:
Evaluation results and conclusion: other (pending device evaluation).